Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose readings; sever dehydration, and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 1250 mg/dl. Customer reported that she woke up feeling sick and vomiting. Customer also mentioned that she was in an accident and was driving at the time. Customer was kept in the intensive care unit for five days and another ten days in a regular hospital room. Customer stated that the vomiting caused her to burn her organs and this was the reason she was not allowed to leave the hospital. Customer reported that she discontinued the use of the insulin pump four to six hours prior to the hospitalization. Customer also mentioned that she was aware that her infusion set needed to be changed; however was not feeling well enough to change it. Customer reported a no delivery alarm, and a bent cannula. Customer's current blood glucose reading is 169 mg/dl. No further information reported.